Event description:
This is a solicited report by a nurse from the (B)(6) of diarrhea, dehydration, low blood pressure and sterile peritonitis in a patient while receiving extraneal viaflex therapy (lot number not reported). On an unreported date, the patient began extraneal viaflex (lot number not reported) 1 liter in the morning and 1.5 liters in the evening intraperitoneally (ip) for fluid removal for heart failure (off label use). On the (B)(6) 2010, the patient was admitted to hospital with diarrhea, cloudy effluent, dehydration and had low blood pressure. On that same day, the patient was diagnosed with sterile peritonitis. The nurse reported that the patient?s exit site was free from inflammation. On (B)(6) 2010, the patient received vancomycin ,2 grams ip weekly for 2 weeks, ciprofloxacin 500 mg twice daily orally for 2 weeks. The nurse reported that the patient also received unspecified intravenous fluids from (B)(6) 2010, until an unreported date for dehydration and low blood pressure. On (B)(6) 2010, the patient was switched from extraneal to dianeal 1.36% (with an extra exchange) due to dehydration. The reporter considered the severity of the event to be moderate. The patient?s condition improved after the removal of extraneal, however, the reporter considered the improvement more likely to be a result of his remedial medication. The nurse reported that it was assumed the patient will be switched back to extraneal, however, this is not definite. The nurse reported that the patient has good aseptic technique, and had not experienced peritonitis before. He used a uv flash device because he was allergic to iodine and for this reason the reporter strongly believed that the peritonitis was not caused by touch contamination. These factors combined with the negative culture, led the nurse to believe that the event of sterile peritonitis (including diarrhea and cloudy effluent) was probably related to the use of extraneal. The nurse reported that the patient's dehydration and low blood pressure were probably related to the event of sterile peritonitis, and therefore also probably related to the use of extraneal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.